Event description:
It was reported that the pk dissecting forceps instrument was reporting having trouble articulating the jaws. The customer did not allege any patient harm, adverse outcome or injury. Failure analysis of the instrument was performed on (B)(4) 2012 indicating the instrument had a broken wire. This complaint was upgraded to reportable after the failure analysis.

Manufacturer narrative:
The instrument was returned and evaluated. Complaint of tips are not moving properly is confirmed. Pitch cable was found loose at distal clevis hub with frayed also. Both cable crimps remained in clevis. Upon housing removal found pitch cable loose at clamping pulley, but no loose clamping pulley screw was found. Electrical continuity passed.